Manufacturer narrative:
The device has been returned. The device analysis has not yet been completed. A supplemental report will be submitted with all relevant information.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer has been unable to lower the 300 mg/dl blood glucose level. The customer changed the cartridge and infusion set multiple times. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of these past occlusions was unable to be performed. The customer disconnected from the pump and used insulin injections to manage diabetes.